Event description:
A journal article was obtained on 26-may-2026 that reported a retrospective study from turkey. The purpose of the study was to compare perioperative blood loss, transfusion requirements, and thromboembolic complications among patients undergoing tha who received IV txa, topical txa, or no txa, to evaluate their comparative effects on perioperative blood loss, hbl, hemoglobin decline, and transfusion requirements, while monitoring postoperative complications within a standardized single-center tha protocol. The study reviewed 45 patients who underwent primary tha between 2020 and 2024. A cementless zimmer trilogy acetabular cup and m/l taper femoral stem were used in all patients. The study population had a mean age of 65 years at the time of surgery; (24 males, 21 females). Güzel, ismail, ulusoy, ibrahim, yilmaz, mehmet, tantekin, mehmet firat, kivrak, aybars, comparison of intravenous, topical, and control groups in blood management during total hip arthroplasty: a retrospective analysis, advances in orthopedics, 2026, 2709548, 7 pages, 2026. Https://doi.org/10.1155/aort/2709548. The article reported 1 case of superficial wound infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in turkey. G2: literature - güzel, ismail, ulusoy, ibrahim, yilmaz, mehmet, tantekin, mehmet firat, kivrak, aybars, comparison of intravenous, topical, and control groups in blood management during total hip arthroplasty: a retrospective analysis, advances in orthopedics, 2026, 2709548, 7 pages, 2026. Https://doi.org/10.1155/aort/2709548. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.